Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The caller has declined returning the device for evaluation. Information has been added to the database for trending purposes.